Manufacturer narrative:
Conclusions: device not returned no evaluation can be performed. Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. The 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.

Event description:
Literature reported (B)(6) year old male ICU patient with left groin, left neck and right wrist central venous catheter sites. Reported tegaderm chg dressing covered catheter sites. Literature reported catheter site erosive lesions at left groin, left neck and right wrist at 8 days post insertion. Cultures negative, wound care treatment reported as left femoral cac removal, topical antibiotics, nonadherent dressings and paper tape. Lesions resolved in non specified amount of days.